Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 7 august 2025 and 11 august 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had either a clear plastic bung or a very large air bubble in the line. The device contained 3900mg fluorouracil 115ml 0.9% sodium chloride. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.